Event description:
It was reported by the rep the device was used during a colon resection. It was reported half of the pmw35 skin stapler fell off incision before dressing was put on. Another pmw35 had to be opened to complete the case. There was no consequence to the pt.